Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the infusion line. The issue occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured july 1, 2022-july 6, 2022. H10: the device was received for evaluation. A visual inspection was done with the naked eye which observed a segment on the tubing line had been damaged; there were indentation marks on the tubing line. Functional leak testing was performed which revealed a leak coming out at the damaged area of the tubing line. The reported condition was verified. The cause of the condition was determined to be from the flow wrap sealer equipment during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.